Event description:
It was reported that they were unable to successfully complete the field action work order for this device. They stated after installing the os patch successfully and clicked ok on the patch screen and then proceeded to install the gui. However, after the gui installation, the device now boots directly to the normothermia therapy screen. Per sample evaluation results received via task on 21aug2025, it was reported that the installed test circulation pump to filled, and it vibrated excessively.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were unable to successfully complete the field action work order for this device. They stated after installing the os patch successfully and clicked ok on the patch screen and then proceeded to install the gui. However, after the gui installation, the device now boots directly to the normothermia therapy screen. Per sample evaluation results received via task on 21aug2025, it was reported that the installed test circulation pump to filled, and it vibrated excessively.

Event description:
It was reported that they were unable to successfully complete the field action work order for this device. They stated after installing the os patch successfully and clicked ok on the patch screen and then proceeded to install the gui. However, after the gui installation, the device now boots directly to the normothermia therapy screen. Per sample evaluation results received via task on 21aug2025, it was reported that the installed test circulation pump to filled, and it vibrated excessively.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a circulation pump failure. The device was evaluated upon receipt. It was confirmed that the installed test circulation pump to filled. Replaced circulation pump. Arctic sun stat passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Correction: d,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.